Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw coming out of the backup battery cover was confirmed. The system controller was returned without the backup battery cover screw located closest to the driveline release button. No other physical anomalies were observed. A backup battery cover screw from a test controller was able to fully tightened into the screw socket. The screw was then loosened with a screwdriver to remove the backup battery cover. The screw loosened from the socket sufficiently to allow removal of the cover, but remained in place in the battery cover as intended. After removing the cover, the screw was pushed from the bottom and remained secured in the battery cover as intended. No issues with the battery cover were observed during testing. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The controller functioned as intended during analysis. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. To remove the battery cover, the user is instructed to ¿use the screwdriver to the loosen the four captive screws on the battery compartment cover¿, and then ¿lift off the battery compartment cover¿. After connecting the backup battery to the controller ribbon cable and inserting the battery inside the battery compartment, the IFU then states ¿place the cover over the battery compartment¿ and ¿use the screwdriver to tighten the four screws. Do not overtighten the screws¿. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a screw came out of the controller's battery door while trying to install the backup battery during implant. A new controller was used. No patient consequences were reported.